Manufacturer narrative:
The model# and expiration date were not provided. The manufacture date was not determined. Lancets/ lancing devices are not 510(k) cleared.

Event description:
A diabetes educator accidentally stuck herself with a lancet when working with a patient and pulling off the end cap from the microlet2. As a precaution the hcp washed the puncture with soap, had her blood drawn and received a tetanus shot. Product was not expected to be returned and was not replaced.